Manufacturer narrative:
The device was used for treatment and not diagnosis. The product insert states the emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use.

Event description:
The facility reported to FDA on medwatch (B)(4): "a patient undergoing surgery had a nim endotracheal tube placed with 4 wires built into the plastic (silicone) tube to allow for monitoring of the laryngeal nerve function intra-operatively. At the conclusion of the case, a decision was made to leave the et tube in place rather then trying to switch to another et tube, so as to not lose the airway. There was concern that the 4 wires coming out might be problematic with a lightly sedated patient, so the wires were pulled out. The extruding wires came out with minor resistance. Later when the staff attempted to suction they met resistance in the airway - a bronchoscope revealed a "bird's nest" of wires in the lumen. The et tube was replaced by another et tube of smaller size. None of the exposed wires came in contact with the patient's tissue, and the patient was not harmed." The product was returned to medtronic. Visual inspection found two indentions on opposite sides of the outside of the silicone tube shaft, 2cm below the 22cm marking. The inner reinforcement coil starts to unwind approximately 2.5cm between the 22 to 24cm depth markings and is entangled in the ID of the tube.